Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and one shock due to oversensed noisy signals. Technical services (ts) confirmed the number of ventricular episodes has nearly double over the last weeks and noted impedances spikes within normal limits. Additionally, the r-wave amplitude has decreased. In an upgrade therapy procedure, the pace/sense portion of this rv lead was successfully replaced. No additional adverse patient effects were reported. This rv lead remains in service.